Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported by svc report that the ground prong was broken off the power cord. It was further reported the footboard modules were loose. It is unk if there was pt involvement or adverse consequences.